Event description:
The customer reported the system displayed a communication failure error. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.